Manufacturer narrative:
The pleora of the imaging system was returned for evaluation. Analysis of the returned part could not confirm any failure and passed all testing preformed, it operated as expected for greater than a week. No functional problem found, associated case part mvs interface cable was confirmed to attribute to the reported problem.

Manufacturer narrative:
No patient information provided as no patient was involved in this concern. A medtronic representative went to the site to test the system. A replacement umbilical was shipped to the site. After replacing the umbilical, the medtronic representative performed an imaging system check-out, all areas passed. System performed as intended. An investigation was completed at the medtronic facility which confirmed the reported event was caused by an electrical issue with the umbilical. The returned umbilical failed the t100 bench test. There was a broken cable wire between pin 1 and pin 5 on the lemo side. This event was identified during a retrospective review as discussed with the FDA (B)(4) office on april 7, 2016 via medtronic navigation, inc. Response to 3/17/2016 FDA-483 fei: (B)(4) . This review was performed as a result of recent changes/improvements to the medtronic navigation, inc. Medical device report (MDR) review process and is for non-adverse event reportable malfunctions within the last two years where the reported malfunction was not previously associated with serious injuries. Similar malfunctions that had resulted in significant delays of surgery or required additional intervention had been reported as MDR serious injuries. Based on this 483 observation, the reporting determination has been revised to consider these malfunction events reportable. This process change resulted in an overall increase in the number of mdrs filed by medtronic navigation, inc., since april 2016. It should be noted that this increase is not the result of the discovery of new product problems, but rather the result of a broader interpretation and application of the regulations within our processes.

Event description:
A medtronic representative reported that the image acquisition system (ias) was sometimes receiving "framegrabber" error messages. There was no patient present when this issue was identified.